Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 307 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being kinked, while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus. The ketones were not checked.

Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Investigation results found nothing that would cause bleeding or bruising at the infusion site. Blood was found on the device, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any needle defects, the reported event could not be determined. Data was unable to be retrieved from the device. Corrosion was found on the pcb and bottom battery. The corrosion was removed from the pcb and data was attempted to be downloaded. A 'connection failed' error message was returned when the download was attempted. 80 hours were waited and download was attempted again. The same error code was displayed, and data was unable to be downloaded.